Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale 21 previously reported events are included in this follow-up record.   Product return status 21 devices were received.   Event confirmation status 14 reported events were confirmed. 7 reported events were not confirmed. Evaluation results 21 devices had no device problem found.

Event description:
This report summarizes <noe> 21 </noe> malfunction events in which the device was reportedly leaking. 21 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 21 events were reported for this quarter.   Product return status: 21 devices were received.   Event confirmation status: 4 reported events were not confirmed. 17 device evaluations are still in progress. Evaluation results: 4 devices had no device problem found.   Additional information: 21 devices were not labeled for single-use. 21 devices were not reprocessed and reused.

Event description:
This report summarizes 21 malfunction events in which the device was reportedly leaking. 21 events had no patient involvement; no patient impact.